Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. It is reported that steps for insertion of the device was reviewed, and another fms was placed with no further issues noted. Lastly, (B)(4) was notified of details of this case and a replacement product was sent. No sample was available for evaluation. Final quality evaluation was performed on (B)(4) 2014 and an investigation was performed by (B)(4), on (B)(4) 2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: reviewed device history (dhrs). Reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the suppler confirmed and the retained samples met the product quality specifications. No further action is required from the supplier. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No additional pt/event details have been provided to date. Upon receipt of additional info, a follow-up report will be submitted. Reported to the FDA on 02/24/2014.

Event description:
Complaint reports that he met resistance upon inflation with 25 ml of saline in the grey inflation port of the auto valve with indicator. He repositioned the balloon in the rectum and attempted inflation again with leakage of fluid from auto valve with fill indicator area. He withdrew the fms and attempted to insert 25 ml of fluid again with the same results.